Event description:
It was reported that during a surgical procedure at the user facility the top housing detached, and the main body of the housing fell into the operative field, potentially exposing a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the top housing detached, and the main body of the housing fell into the operative field, potentially exposing a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing unwelded or came apart and fell into two pieces, was confirmed. The service technician/specialist observed that the top housing had separated from the bottom housing at the weld site. The unit was received in two pieces. As this is not a repairable device, it was not returned to the customer.

Manufacturer narrative:
The device was not returned for analysis.